Manufacturer narrative:
Product complaint # (B)(4).

Event description:
After review of claim and medical records, it was stated that the patient was revised to address elevated metal ions with metal wear and metallosis. Revision notes reported there was small amount of clear yellow fluid. On the trunnion, there did appear to be some blackish discoloration which was wiped off with a sponge. Doi: (B)(6) 2007 - dor: (B)(6) 2017; (right hip).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient had metal on metal head and liner exchange. Patient has been tested and shown high metal ion levels in body. Claims there is pain but the surgeon was not convinced this was the real reason. Also claims the metal ions have given him memory loss.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.